Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was empty upon arrival at the analysis lab. No motor stalls or errors of any kind were found on the pump logs. The pump was filled with various amounts of sterile water and aspirated multiple times without any aspiration or filling issues. The allegation could not be reproduced in analysis.

Event description:
A representative reported that they were unable to fill the reservoirs of two different pumps at an implant surgery. The pump did not expel the syringe plunger as desired by the physician, and the physician wanted to use another pump. The cause of the difficulty was not determined. A warm water bath was used, which did help with the second pump. Another pump was successfully implanted. The patient was not affected by the pump difficulties, and they were reportedly doing well and receiving effective therapy. They recovered without sequela. The pump was to be used to infuse compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.